Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained in the left and right femoral artery. The lesion was located in the proximal left anterior descending (lad) artery. A percutaneous external heart assist device was then inserted across the aortic valve and activated gradually up to stage ix. A 2.0 x 15mm apex balloon was used to pre-dilate the proximal lad. The balloon was removed and an attempt was made to advance a 2.25 x 32mm ion stent to the mid lad, but was unable to cross the lesion. An attempt made to further dilate the mid lad with a 2.0 x 10mm cutting balloon was unsuccessful as the device would not cross the lesion. A 12mm length quantum balloon was successful in dilating the proximal to mid lad. The 2.0 x 10mm cutting balloon was re-advanced to the mid lad lesion, where multiple dilations were performed. The 2.25 x 32mm ion stent was successfully deployed in the mid lad with dilatations of 12 atms for 30 seconds and 14 atms for 20 seconds. A 2.5 x 20mm quantum balloon was used to post-dilate the stent at 24 atms. An unsuccessful attempt was made to advance a 3.0 x12mm ion stent across the proximal lad lesion. Pre-dilation with a cutting balloon and quantum balloons were unsuccessful, along with trying to use a buddy wire. The stent delivery system was removed and found to have a raised strut. A 2.5 x 12mm ion stent was deployed successfully with an inflation of 12 atms for 30 seconds and another inflation of 14 atms. Post dilatation was performed with a 3.0 x 8mm quantum at 24 atms. The remainder of the proximal lad and left main (lm) were dilated with a mixture of balloons: a 2.0 x 10mm cutting balloon, a 2.5mm quantum balloon, and finally a 2.5mm cutting balloon. A 3.0 x 38mm ion stent was deployed in the proximal rca at 12 atms for 30 seconds and 16 atms for 20 seconds. Post dilatation was performed with a 3.5 x 20mm quantum balloon at 20 atms. The patient was weaned off of the percutaneous assist device was removed medications given included: angiomax and intracoronary nitroglycerin. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).